Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A corrective and preventative action has been opened to address the reported issue. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Functional and visual testing were performed. The tamper seals were both were removed. The investigation found the top case was chipped and cracked. The battery was missing. The pump event history showed a acu watch dog, acu power strobe failure and background self-test timeout errors in the error history log (ehl). The evaluation was performed, and the reported issue was duplicated, during start-up. Impact on case damage noted, unable to determine main board problems, did not notice any external damage to main board. The root cause of the reported issue was unable to be determined, possibly case damage due to use error. The technician top case and main board. Performed functional/delivery tests which passed.

Event description:
It was reported that the device had damage to case, main board problems were also observed. No patient injury was reported.